Event description:
The user facility reported that during a colonoscopy, the image appeared to get small, subsequently froze and went green. Multiple attempts were made via phone and in writing to gather add'l info from the user facility proved unsuccessful. There was no further significant info provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The image was noted to initially flicker, and was then lost after a few seconds. The cause of the user's experience was attributed to the charged coupled device (ccd) unit, due to extensive use as the instrument memory indicated the device had been subjected to approx 2800 uses. This report is being filed as an MDR, in an abundance of caution.